Event description:
It was reported the patient experienced symptoms of withdrawal, anxiety, sweatiness, abdominal cramping and diarrhea. During a refill session in late 2008, the pump was noted to be stalled. Reprogramming failed to reverse the stall. The residual pump volume was more than expected. The refill was performed as usual and the alarm timing was changed to two hours. The pump was explanted due to the device intermittently going into stall mode. The patient recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.